Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of atrial sensitivity out of specification and additionally noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at preventive maintenance the external pulse generator failed its atrial sensitivity. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Passed all tests. Logs analyzed, no errors found. Could not confirm customer complaint. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.